Manufacturer narrative:
It was reported by the site that the controller and four batteries had power switching events that occurred. One (1) controller (con302051) and four (4) batteries (bat583387, bat583388, bat583389 and bat583390) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat583387, bat583388 and bat583389. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #the controller (B)(4) and four (4) batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Data log files also revealed a premature power switching event that was due to communication errors between the controller and a battery. As a result, the reported power switching event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Momentary disconnections has been investigated by the manufacturer under an internal investigation. Additional products: battery/ (B)(4). UDI#: (B)(4). H3: yes h6 FDA conclusion code(s): 67 additional products: battery/ (B)(4). UDI#: (B)(4). H3: yes h6 FDA conclusion code(s): 12 additional products: battery/ (B)(4). UDI#: (B)(4). H3: yes h6 FDA conclusion code(s): 12 additional products: battery/ (B)(4). UDI#: (B)(4). H3: yes h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #702206892:conclusions: the returned battery passed visual inspection and functional testing. The log files review revealed no switching events logged for battery serial bat583390 within the analyzed period. The returned batteries (bat583389, bat583387, bat583388) passed visual inspection and functional testing. The log files confirmed the reported event. The controller passed visual inspection and functional testing. The log file confirmed reported event. D4: battery/bat583390 d10: yes: return date: 14dec2017 h3: no, device evaluation anticipated, but not yet begun h6: method code: 10, 23, 38, 3372 results code: 213 eval code-conclusion: 71 d4: battery/bat583389 d10: yes: return date: 14dec2017 h3: no, device evaluation anticipated, but not yet begun h6: method code: 10, 23, 38, 3372 results code: 3213 eval code-conclusion: 25 d4: battery/bat583387 d10: yes: return date: 14dec2017 h3: no, device evaluation anticipated, but not yet begun h6: method code: 10, 23, 38, 3372 results code: 3213 eval code-conclusion: 25 d4: battery/bat583388 d10: yes: return date: 14dec2017 h3: no, device evaluation anticipated, but not yet begun h6: method code: 10, 23, 38, 3372 results code: 3213 eval code-conclusion: 25 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and four (4) batteries ((B)(6) ) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) . Data log files also revealed a premature power switching event that was due to communication errors between the controller and a battery. Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6) , which is indicative of a communication error. As a result, the reported power switching and communication error events were confirmed. The most likely root cause of the premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112. D1: heartware ventricular assist system ¿ battery. D4: model #: 1650de / serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112. H6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6). H3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Date mfg rec: 2017-11-13. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Battery/(B)(4) /cat#1650de/exp. Date 2018-07/31 UDI#: unk, not returned to manufacturer. Mfg. Date: 2017-07-31, not labeled for single use, (B)(4). Battery/(B)(4) /cat#1650de/exp. Date 2018-07/31 UDI#: unk, not returned to manufacturer. Mfg. Date: 2017-07-31, not labeled for single use, (B)(4). Battery/(B)(4) /cat#1650de/exp. Date 2018-07/31 UDI#: unk, not returned to manufacturer. Mfg. Date: 2017-07-31, not labeled for single use, (B)(4). Battery/(B)(4) /cat#1650de/exp. Date 2018-07/31 UDI#: unk, not returned to manufacturer. Mfg. Date: 2017-07-31, not labeled for single use, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported by the site that the controller and four batteries had power switching events that occurred. The controller and batteries were exchanged, and it was stated that the issue was resolved. There were no associated alarms or pump stops due to the event. All the batteries were stated to have had greater than or equal to 25 percent of capacity. Switching could not be reproduced by manipulating the connections and/or cables. There was no damage noted to the controller or to its' power connectors. There were no patient symptoms or complication associated with the event. No further patient complications have been reported as a result of this event.